Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 03/12/2019 under wo#'s (B)(4) and shipped on 06/17/2019. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. The corresponding findings for these complaints are not relevant to this complaint. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 07/14/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a component was noted to be loose at bj1. This is where the power comes in from the main board to the display board which is the connector for the hand piece. Being loose, it interrupted power. Once re-tightened, the unit functioned normally. Corrective actions: the unit was repaired, tested and returned to the customer. The potential for loose nuts on the display board were addressed via an update to the print to be followed by the board manufacturer. A defined amount of force was set on the 300788-r board via (B)(4). The vendor will build boards per the print and use a set force on bj1, bj2, and bj3 after january 2021 when the ecn was released. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device stopped cutting mid stream. No additional information is available. Lp-20-120 leep gen 2023-07-0000278.